Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to baxter's technical service center that a home patient (hp) elected to disconnect and reconnect a solution bag and add another bag of higher dextrose strength, during dwell 1 with a homechoice machine. The hp had questions regarding that the solution was not transferring to the heater bag. The technical service representative advised the tsr regarding possible infection from disconnecting and reconnecting bags, and was advised to set up with new supplies. The hp claimed he had done this before and that their main concern was that the new bag was not transferring solution up into the heater bag while in dwell 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.